Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they were having an allergic reaction and they wanted to know the materials in the implanted system. These issues started in (B)(6) 2015. It was unknown if the allergic reaction was related to the stimulation system. The patient had itchy skin and a rash from their ankles to their neck. The rash would come and go. The patient was working with an allergist at the time of the report. The patient was implanted for spinal pain and post traumatic neuralgia. Additional information regarding the relation of the allergy to the device has been requested. No interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.